Manufacturer narrative:
Corrosion damage within the internal components was identified as the probable cause of the device overheating. Widespread corrosion can lead to overheating due to increased friction during rotation of the moving component.

Event description:
The core impaction drill was sent for evaluation due to overheating after a procedure. There was no pt involvement; no adverse event was associated with the device.